Event description:
It was reported to boston scientific corporation that during a pelvic floor reconstruction procedure using an uphold vaginal support system, the product performed as indicated, but during the dissection, the patient developed very heavy bleeding. The physician opined that he may have nicked the pudendal vessel while placing the device, and stated it was not the uphold device that caused the problem, but the procedure itself, "in the small space." The procedure was completed with this device, and then the physician attempted to stop the bleeding with "packing." He said that she might still be bleeding from the retroperitoneal space. That same day, the physician opened the patient back up to stop the bleeding. The patient was hospitalized for three days after the procedure. She was given six units of blood, and a narcotic (type unknown). The patient is reportedly "fine."

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.